Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's report was confirmed. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The malfunction is not caused by design. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause for the image failure is likely due to the device being dropped and damaging the video connector. Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
The customer reported to the olympus sales representative the device was dropped and a piece of the paddle broke off during a therapeutic procedure. No patient harm or injury was reported. During evaluation of the customer returned device, no image was found due to a broken video connector. This report is being submitted for no image. No patient involvement.